Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that this device powered on to a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it is available. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device did seem to boot up, but it had a white display. Physio determined that the cause of the reported issue was due to a loose pcb-mounted jack connector, designator j36, between the user interface pcb assembly and the device's display. Physio re-seated j36 which resolved the reported issue. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that this device powered on to a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it is available. There was no patient use associated with the reported event.

Manufacturer narrative:
Further investigation of this issue determined that this was caused by the device being manufactured out of specification. When the jack connector, designator j36, is not properly seated/latched during assembly, it can become unseated during transportation and/or usage. This can cause the device display to show a blank screen, however investigations performed indicate that this unseating does not affect the ability of the device to perform defibrillation therapy.

Event description:
The customer contacted physio-control to report that this device powered on to a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it is available. There was no patient use associated with the reported event.